Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead returned severed 100mm from the terminal pin. Only the terminal pin segment was returned. Blood/body fluid was noted in the lead lumen and setscrew marks were noted on the terminal pin. The lead segment returned passed continuity testing. Laboratory analysis could not confirm the reported observation with the lead segment returned.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital after a fall with subsequent twitching. The lv lead was reportedly not working and the device was reprogrammed vvi 45 for the interim period. The patient presented for follow up and loss of capture (loc) was observed on the lv lead at the maximum output without a confirmed lead issue upon performing chest x-ray. The device was reprogrammed to vvi 60 since the patient was pacer dependent and dizziness was felt by the patient. Decreased pacing impedance since the beginning with decreased r-wave was also noted. At this time, the system remains in service. No adverse patient effects were reported. Subsequently the lead was explanted and returned. No additional adverse patient effects were reported.